Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test due to loose protruded drive support disk also, unable to perform the occlusion test and no delivery test due to motor error alarm. No compromised force sensor system alarm noted. However, the insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched display window.